Event description:
It was reported that during an infusion set supply change, the user encountered an ¿unable to proceed¿ condition associated with an obstruction of flow while using an inset 23" 6 mm set, which was resolved after removing and replacing all supplies, with relevant lots recorded for the cartridge, connector, and infusion set. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the reporter and analysis of information provided by the user. Investigation of this case revealed evidence consistent with a deformation problem linked to obstruction of flow at the connector/coupler component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.